Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis event can be attributed to a breach in aseptic technique. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Upon follow-up conducted on (B)(6) 2026 the patient¿s pd registered nurse (pdrn) stated that on (B)(6) 2026 this patient was hospitalized with peritonitis. It was reported that the patient had a pd culture obtained (in the hospital) which was positive for growth of the bacteria klebsiella oxytoca. The patient is being treated with antibiotic therapy utilizing rocephin 2 grams daily intravenously (details are unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed.